Event description:
Skin rash/hives and irritation that I had to go to the hospital to get medication for. I originally thought it was a medication reaction but I'm now seeing this recall and have been using this heating pad consistently for multiple days and this is definitely more likely the culprit as I have still used it since being at the hospital and it has not gotten better yet.